Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified medial and lateral compartment narrowing that suggests possible polyethylene wear. Possible osteolysis along the lateral femoral condyle. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05050, 0001825034 -2019 -02874.

Event description:
It was reported that the patient underwent an initial knee procedure on an unknown date. Subsequently, the patient was revised due to poly wear. Black tissue was also noted from metal on metal wear secondary to poly wear. Attempts have been made, and no further information has been provided.